Event description:
Customer reported a grinding suspension arm with chipping pain in the orth room a. The failure was found at the end of a surgery, without a pt in the room. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet authorized tech inspected the device and found paint chipping at the junction between the ceiling down tube and the ceiling suspension. He replaced both parts with new ones, verified the absence of grinding and returned the device to service. This investigation is on-going and the results will be included in a follow up report.